Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. Blood glucose level of the customer was 446 mg/dl. The customer was assisted with the troubleshooting. The customer was treated with the manual injections. Customer did not allege insulin pump for under delivering. Customer declined to check air bubble and leak. Customer was using insulin pump system within 48 hours of reported high blood glucose event. The insulin pump will not be returned for the analysis.